Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), menstrual disorder ("menstrual bleeding disturbance / menstrual bleeding disturbance after novasure treatment re-occurred") and fallopian tube perforation ("tubal perforation / on the right side essure implants perforation, 2 mm from the implant end outside of the tube, about 2-3 cm away from cornua / possible that perforation had happened already during essure insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done and novasure treatment without any problem" on (B)(6) 2014. The patient's past medical history included menstrual disorder. Concurrent conditions included endometrial ablation since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and complication of device insertion ("possible that tubal perforation had happened already during essure insertion"). The patient was treated with surgery (uterus and tubes removals on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, fallopian tube perforation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device insertion, fallopian tube perforation and menstrual disorder with essure. The reporter commented: in (B)(6) 2014, (B)(6) 2016 and (B)(6) 2017 investigations were performed because of abdominal pain. In (B)(6) 2017 they decided to remove uterus and tubes because of menstrual bleeding disturbance and pain. At the time of this report, they were speculating if the right side abdominal pain was because of perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: abdominal pain: n° (B)(4) cases (excluding this case). Menstrual disorder: n° (B)(4) cases (excluding this case). Fallopian tube perforation: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), menstrual disorder ("menstrual bleeding disturbance / menstrual bleeding disturbance after novasure treatment re-occurred") and fallopian tube perforation ("tubal perforation / on the right side essure implants perforation, 2 mm from the implant end outside of the tube, about 2-3 cm away from cornua / possible that perforation had happened already during essure insertion") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done and novasure treatment without any problem" on (B)(6) 2014. The patient's past medical history included menorrhagia, parity 2 (g7p2), spontaneous abortion (two spontaneous abortions), termination of pregnancy - elective (three elective abortions. Last one was in (B)(6) 2013 (legal abortion)) and menstrual disorder. Essure insertion performed during luteal phase. Her last delivery was in 2005 (not through c-section). No breastfeeding at time of insertion. No abnormal uterine findings prior to insertion. Insertion performed with general anesthesia, easily, lasting less than 20 min, visualization of tubal os was easy, fluid loss during hysteroscopy was less than 1500cc. No complaints immediately after insertion. Previously administered products included for menorrhagia: mirena. Concurrent conditions included endometrial ablation (for bleeding problems before essure, novasure helped but painful bleedings returned) since 11-mar-2014 and overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("lower abdominal pain in right side after procedure"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and complication of device insertion ("possible that tubal perforation had happened already during essure insertion"). The patient was treated with surgery (on (B)(6) 2017: laparoscopic hysterectomy and removal of tubes) and surgery (on (B)(6) 2017: laparoscopic hysterectomy and removal of tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, fallopian tube perforation, complication of device insertion and procedural pain was resolving. The reporter considered abdominal pain and procedural pain to be related to essure. The reporter provided no causality assessment for complication of device insertion, fallopian tube perforation and menstrual disorder with essure. The reporter commented: in (B)(6) 2014, (B)(6) 2016 and (B)(6) 2017 investigations were performed because of abdominal pain. In (B)(6) 2017 they decided to remove uterus and tubes because of menstrual bleeding disturbance and pain. At the time of this report, they were speculating if the right side abdominal pain was because of perforation. Follow-up information: hysterectomy and tubes removal was performed due to bleeding problems and pain. In connection with that, tubal perforation caused by essure was noticed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Laparoscopy - on (B)(6) 2017: perforation diagnosed. Ultrasound scan - on (B)(6) 2014: essure confirmation test. 1st essure confirmation test showed correct placement. No 2nd essure confirmation test done. Patient advised to rely on essure based on the result of confirmation test. (B)(6) 2017: hysterectomy agreed because of pain and menstrual problems. No other organ or intra-abdominal structure was perforated. Essure in left tube was in correct position. Essure in the right tube: 2mm of the lateral part of the implant has perforated the right tube. Perforation about 2 mm of implant was visible outside of the tube, it was covered by epithelial and perforation location was about 2-3 cm from cornua of the tube. No signs of infection or inflammation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: abdominal pain: n° 1251 cases (excluding this case). Menstrual disorder: n° 40 cases (excluding this case). Fallopian tube perforation: n° 669 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 11-sep-2017: perforation questionnaire and additional information received, event lower abdominal pain in right side after procedure added. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.